Manufacturer narrative:
A review of the product quality history for the lot number under review using search of the corrective and preventive actions system did not identify issues associated with the customer observation. The complaint trending report review determined that there are no adverse trends identified related to the issue under review; however, there is an increase in complaint activity related to false positive patient results. A technical review of the assay did not identify any issues and it was determined that the assay is performing acceptably. The performance of the reagent material was previously assessed for accuracy. All validity and acceptance criteria set out in this protocol were met. Historical performance in the field of reagent lots using world wide data was evaluated. The patient median result for lot 87435ui00 is comparable with all other lots in the field within established baselines, confirming no systemic issue for the lot. Instrument log file review confirms the customer observation of a false elevated patient results. However, no instrument issues were identified. A review of the product labeling concluded that the issue is sufficiently addressed. No customer returns were available for evaluation. No product deficiency was identified.

Manufacturer narrative:
Patient information of multiple is: ID (B)(6) is a (B)(6) female and ID (B)(6) is a (B)(6) female. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account generated false positive architect bhcg on 2 samples that repeated negative. ID (B)(6) tested positive 48.83 miu/ml but repeated negative. ID (B)(6) tested positive 1146.84 miu/ml but repeated negative. No impact to patient management was reported. No race or ethnicity was provided.